Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to increasing pain, elevated metal ion levels, and pseudotumor around the hip. Milky-gray fluid, metal stained tissue and soft tissue necrosis were also noted interoperative,.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - litigation received alleging that the patient suffers from discomfort, soreness, malaise, and swelling. Also alleged is immobilization and both acute localized damage to tissue and bone surrounding the acetabulum and systemic injuries. Part/lot information were identified and updated. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.